Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset bloodline leaked two hours after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an air detector alarm. The bloodline leak was not the result of a defective blood pump rotor. A fresenius dialyzer was also in use. There were no issues noted during priming. There were no changes in pressure of blood flow rate during treatment. The patient¿s estimated blood loss (ebl) was approximately 150ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.